Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the reset. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump. The caller was instructed to call back if the issue reoccurred and acknowledged this instruction.